Manufacturer narrative:
The manufacturer did not receive the device for review. X-rays or other source documents were not provided for review. As no lot number was provided for the devices, the device history records could not be reviewed. The actual device reported is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A revitan, rasp adapter with length markings was used during surgery on (B)(6) 2017. It was reported that the rasp adapter was connected with a rasp and that after hitting with a mallet a button on the rasp handle disengaged and was unable to provide locking. It was further reported that the surgeon used his hand to provide locking force and stabilize locking mechanism, and finished surgery in this way. No harm to patient was reported, the surgery was completed with 2 minutes delay. No broken piece stayed in patient's body.

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. A technical investigation was not possible to perform, as the device was not at hand for investigation. The instrument was requested for investigation but not returned by hospital. As no lot number was provided for the device, the device history records could not be reviewed. An e-mail requesting missing device data information was sent to the complainant. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported that during surgery a button of the rasp adapter disengaged and the rasp adapter could not be locked anymore. No medical data such as surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis root cause determination using rmw - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance => possible, as a design change was performed to increase the strength of the welding. However, the lot and manufacturing date is unknown, therefore it remains unknown whether the instrument was manufactured prior or after the design change. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient not possible -> a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) => possible, as it cannot be excluded as the instrument has not been returned for an investigation. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, after the locking button jumped out, the connection to the rasp was not stable anymore. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. The lot and manufacturing date is unknown, therefore a deterioration in function as a result of repeated use cannot be excluded. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. - instrument breaks or deforms due to off-label / abnormal-use => possible, as it cannot be excluded based on the available information. Conclusion summary the device of this particular case at hand was not returned for investigation. However, investigation results of a device with the same reported failure mode are as follows: a mechanical damage test was conducted at zimmer biomet as part of the issue investigation. The purpose of the test was to reproduce the issue and the damage that was reported during the received complaints. The damage of the button was not reproducible by using the instrument as intended. The only possible way of breaking the button was by hitting directly the side of the button during impacting the rasp instead of hitting the top of the instrument. From this analysis, the most probable root cause for the issue is the misuse of the instrument at the clinic(s). However, an exact root cause could not be determined as the instrument has not been returned for an investigation and the lot remains unknown. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).